Event description:
Reported 1 false positive sofia sars result for 1 patient of unknown symptomatic status. The customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.